Manufacturer narrative:
The insulin pump was received with intermittent buttons response on the escape button due to corroded keypad traces and severely corroded battery tube thread. No unexpected button error alarm noted. The insulin pump has minor scratches on the lcd window, cracked cast at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken battery cap, missing end cap sticker and stained address serial number label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is squirting insulin and the insulin pump is alarming. The blood glucose reading is 139 mg/dl. The insulin pump will be replaced. Nothing further reported.